Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating a leak in reservoir compartment of their insulin pump. The customer had a blood glucose level was 500 mg/dl at the time of the incident. The customer did not mention any symptoms of their blood glucose levels. The customer did not mention any form of treatment for their blood glucose levels. The customer stated there is fluid in the reservoir compartment. The customer stated that they were hospitalized for the leak issue but the customer did not give the date of the hospitalization. The customer stated that the leak started on (B)(6) 2016. The customer did not troubleshoot and did not send the product back for analysis.